Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) /2006 in order to treat abnormal uterine bleeding, stress urinary incontinence, and perineal attenuation concurrently with a diagnostic hysteroscopy, cystoscopy, perineoplasty, endometrial curettage, and thermal endometrial ablation by novasure method. It was reported that following insertion the patient experienced incontinence, severe dyspareunia, constipation, chronic pelvic pain, groin pain, and vaginal scarring within 3 months of having the mesh implanted. It was reported that the patient underwent lysis and excision of contraction scar and graft lysis on (B)(6) 2006 concurrently with revision/removal of mesh due to groin pain and painful intercourse. It was reported that the patient underwent excision of graft material and experienced a scar from the vagina on (B)(6) 2008. It was reported that the patient underwent a total abdominal hysterectomy / bilateral salpingo-oophorectomy in 2008. It was reported that the patient underwent excision of scar and graft in right anterior vaginal /periurethral region on (B)(6) 2009 concurrently with mesh revision/removal due to vaginal tenderness, pelvic pain, and pain from prolonged standing/working. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.